Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that the patient experienced high blood glucose level. Therefore, he was administered with correction boluses via pump and drank water, but the blood glucose level was not lowering. The patient received high blood glucose reminder when pump history was reviewed. Subsequently, on (B)(6) 2020, the patient was taken to the emergency room, but his blood glucose level kept rising. He experienced diabetic ketoacidosis, as he had ketone level which the health care professional assessed as dangerous/life-threatening. Consequently, they flew the patient to the emergency room of other hospital. Patient's highest blood glucose level was over 600 mg/dl. At the emergency room, the doctor administered insulin and changed pump settings (raised basal rate on pump to see if it helped) to help correct high blood glucose level. Further, he was hospitalized due to high blood glucose level and diabetic ketoacidosis. On (B)(6) 2020, patient's mother stated that he was still hospitalized, and it was noticed that the cannula was bent when the infusion set was removed in the hospital. She also stated that he was developing some scar tissue buildup on his abdomen, and his doctor was encouraging him to wear his infusion set in other places. Moreover, the infusion had been used for two days. During hospitalization, he received shots of novolog, but the issue did not resolve as patient's blood glucose level was still in 400s mg/dl. At the time of this report, the patient was receiving treatment in the hospital and had no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.